Manufacturer narrative:
State/providence - (B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire floppy for treatment. As the devices were being withdrawn from the patient, they became stuck on each other about halfway through. The physician attempted to release the devices from each other, but had to eventually remove both devices together. Because the entrapment occurred during removal of the devices, the ablation was already completed with these devices. No patient complications were reported due to this event.

Manufacturer narrative:
E1: state/providence - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects.functional testing was performed with the returned rotawire. During functional testing, the distal portion of the returned rotawire was able to be removed and reinserted with no resistance or issues, but the proximal portion was unable to be inserted beyond the kinked and fractured portion of the rotawire. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the rotawire was returned fractured, the proximal portion of the returned rotawire was kinked, and the proximal portion could not be reinserted into the returned rotapro device.

Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire floppy for treatment. As the devices were being withdrawn from the patient, they became stuck on each other about halfway through. The physician attempted to release the devices from each other, but had to eventually remove both devices together. Because the entrapment occurred during removal of the devices, the ablation was already completed with these devices. No patient complications were reported due to this event.